Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. After a synergy stent was implanted, a 3.00 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device got caught off in the proximal part of the right coronary artery and failed to cross. Upon pulling the device back, the stent came off from the delivery system unto the vessel. Several balloons where advanced in attempt to deploy the dislodged stent; a 1.5 non-bsc small balloon was advanced and progressively went into a larger sized non-bsc balloon to deploy the stent in the area where the stent was dislodged. No patient complications were reported and the patient's status was fine.